Event description:
Treatment of an avm. During onyx injection, it was reported that resistance was encountered. The physician then pulled back the catheter and it broke with approximately 8cm of the distal segment in the patient. Several attempts were made to retrieve the broken segment with an alligator device and a snare device without success. No patient injury reported. Same event as MDR# 2029214-2009-00221.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation, as it was consumed in the event.